Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: review of the black box data did not reveal any records of activity related to the complaint. The returned battery cap was intact, without damage and able to fit properly to the pump for investigation. There was no physical damage to the pump. The pump powered on normally and was exercised per procedure without any temperature issue occurring. The electrical current draws were measured and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.